Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 400 (mg/dl). The customer stated their site was wet but they had showered prior to the event and were unsure if the site was leaking. The customer also stated they consumed a sugary snack prior to the elevated bg level. A site changed was performed and a manual injection was delivered to address bg level.